Event description:
During a procedure a polarxfit was selected for use. It was reported that when the balloon was inflated after transitioning to left inferior pulmonary vein, the error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The complaint was confirmed through cis analysis. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error. This failure is addressed under CAPA-00007670 polarx bifilar wire failures. The cause traced to device design conclusion code was selected based on analysis of the returned product.

Event description:
During a procedure a polarxfit was selected for use. It was reported that when the balloon was inflated after transitioning to left inferior pulmonary vein, the error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.